Manufacturer narrative:
Article: cadeddu c, et all, cardiovascular modulation during vagus nerve stimulation therapy in patients with refractory epilepsy, epilepsy research. (2010), doi:10.1016/j.eplepsyres.2010.08/012.

Event description:
An article was received "cardiovascular modulation during vagus nerve stimulation therapy in patients with refractory epilepsy". The article aimed to see how vns has an effect on cardiovascular events. The study, which was conducted in (B)(6), involved 10 patients affected by drug-resistant partial epilepsy, and testing was performed both pre-and post-implantation of vns (post- was mean of 7.7months after activation). Upon review of the article one patient experienced an increase in seizures (above pre-vns baseline). A (B)(6), male, had a pre-vns seizure frequency of 19 and then a post-vns seizure frequency of 21, which is a 10% increase. No interventions were taken for the event.